Event description:
Additional information was received stating that the vns patient has not had any seizures since the device had been disabled.

Event description:
It was reported that the vns patient¿s device showed high impedance (lead impedance >= 10,000 ohms). X-rays were taken and reported by the physician to show a lead break in the neck region. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.